Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with cefazolin (intraperitoneal, dose, frequency and duration not reported) and ceftazidime (intraperitoneal, dose, frequency and duration not reported) for peritonitis. A day after the event onset, antibiotic treatment with cefazolin and ceftazidime were stopped. Two days after the event onset, the patient was hospitalized and was treated with fluconazole (dose, route, frequency and duration not reported) for peritonitis and pd therapy was discontinued. Antibiotic treatment with fluconazole was ongoing. The patient was changed to hemodialysis and pd catheter removal was still pending. At the time of this report, the patient was still hospitalized and has not recovered from the event. No additional information is available.